Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #unknown; batch #unknown. It was reported by customer that the black bit inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Here is the picture of the syringe with the black bit inside the syringe.

Manufacturer narrative:
One photo was provided. Although a photo was provided, we are unable to identify the syringe with the photo provided. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. If the material number and/or batch number were to become available, we will reopen the record and perform a more thorough investigation. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.